Event description:
A male patient's wife contacted lifecor customer support to report that her husband had died at home while wearing the device. The patient's family had downloaded and the device showed an asystole event.

Manufacturer narrative:
Monitor. Electrode belt. Device evaluation - all the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the device properly declared asystole. The asystole event declared is attached.